Event description:
The following was reported to hamilton medical ag: summary: self test failed and tf-231012 & 43100 during stat up. Battery connection missing while unit is running on battery only.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.